Event description:
There have been several backcheck valves with needles (in the same case) that have 25g needles on them instead of the 17g needle. It is supposed to have as per the product label. This is really not a major problem other than this product is virtually useless in rptr's environment with a 25g needle.